Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced a blood glucose of 400 mg/dl with extreme drowsiness, dry mouth and ¿felt like they were dying¿ associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the basal history matched the active basal program settings. It was reported that the patient did not program their basal settings and did not use basal. Cts referred the patient to their healthcare provider for diabetes management. It was also determined by cts that the basal settings being incorrectly programmed contributed to the bg excursion. This complaint is being reported due to the bg excursion the patient experienced while on the insulin pump.

Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Date of submission (B)(6) 2017-product analysis: the device was returned and evaluated by product analysis on (B)(6) 2017 with the following findings: review of the pump¿s black box indicated no abnormal pump behavior. Data relevant to the alleged event was overwritten due to extended pump use. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. All deliveries performed during investigation were recorded accurately in the pump¿s history.